Event description:
As reported to coloplast though not verified, during the use of coloplast's furlow tool while physician was using it to place titan cylinders intraoperatively, during physician attempt to pass the needle, the needle went through the glans and into physician's finger.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.